Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Customers blood glucose level was 159 mg/dl. Customer will continue to use current pump for insulin delivery.